Event description:
Clinical study. It was reported that 2 years after a coronary drug eluting stenting treatment procedure, the pt experienced angina, and 1181 days post index procedure the pt underwent coronary artery bypass grafting (CABG) surgery. The target lesion was a 3.0 mm, 75% stenosed, 16mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a 3.0x16 mm taxus liberte study stent with 0% residual stenosis. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. During 2006, the pt experienced the onset of angina pectoris. Source documents note that following his index procedure in 2004, he had a history on non-compliance with aspirin and clopidogrel. At 1036 days after the index procedure, the pt had an exercise tolerance test that was positive for ECG evidence of inducible ischemia. At the three year f/u, the report noted continuously aspirin use only. At 1181 days post index, the pt underwent coronary artery bypass grafting (CABG) surgery as follows: mammary artery graft to lad; and left radial artery graft to the 2nd om branch of the cx artery. The post-treatment diameter stenosis was 80% with timi 3 flow. The post-operative course was complicated by a fast atrial fibrillation which was converted with IV amiodarone. He was continued on oral amiodarone for three weeks. The angiographic core lab report, dated 2007, indicated 57.17% stenosis of the 1st ob marg no thrombus, and timi flow 3 with the comment "marginal isr type 1b. No pci." The pt was discharged 6 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.